Manufacturer narrative:
G4:04mar2021. B4:08mar2021. H10: the customer reported that a review of the event log revealed several instances of the error code related to backup alarm failure. The biomed's evaluation concluded that the unit had been running on an internal battery and the battery depleted since there was no alternate current (ac) power connected, and it was alarming due to no power. H11: additional information was received indicating that the unit was left to charge for several hours and then completed performance verification testing, which was successful. Since no further issues were found, the unit was placed back into clinical service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported the unit started alarming and would not stop. The customer reviewed the event log, which shows the unit was operating on battery power. Suspect the battery ran low and the unit shut down and the backup alarm was alarming. The remote manufacturer's service technician advised the customer to verify the power cord is good and to perform the battery test per the performance verification test (pvt). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:10feb2021. B4:11feb2021. It was previously indicated that the device was not in clinical use at the time the issue was discovered. The bio-med confirmed the unit was, in fact, on a patient when the issue occurred. The bio-med confirmed there was no patient injury or harm reported. The unit was swapped with another identical available unit. There was no delay in therapy. The bio-med confirmed the unit had not been repaired and the unit has been removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.